Event description:
It was reported that the pt developed an infection. The pt has a "ball" about the size of the end of her finger, at the end of her spine. It was red, puffy and hot. Further info is being requested from the hcp.

Manufacturer narrative:
(Puffy and hot).